Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 10 months the pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a low speed operation and a pump stop occurred on (B)(6) 2016. The patient was reported to have been asymptomatic. No equipment was exchanged nor were further tests performed. The patient was reported to be doing well at home with no further alarms.

Manufacturer narrative:
The report of low speed and pump stoppage events were confirmed based on the evaluation of submitted system controller log file; however, the cause could not be conclusively determined. The patient remains ongoing on pump support and has been doing well at home. No further issues have been reported. The submitted log file captured low speed and pump stoppage events, which were associated with elevated pump power values and decreased average pulsatility index. The system resumed operating at the set speed following the event and no further low speed events occurred during the end of the log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.